Event description:
It was reported that a packaging issue resulting in the device being contaminated occurred. A 4.0mmx40mmx40cm (4f) sterling¿ balloon catheter was selected. While attempting to remove the device from the packaging, the device became unclean and was dropped on the floor. It was noted that the issue occurred because the strain relief was not fixed in the hoop properly. The device was unable to be used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a packaging issue resulting in the device being contaminated occurred. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was selected. While attempting to remove the device from the packaging, the device became unclean and was dropped on the floor. It was noted that the issue occurred because the strain relief was not fixed in the hoop properly. The device was unable to be used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter inside an opened pouch and a carrier tube. The batch number on the packaging and device matched the reported batch number. The hub was fixed in the hoop. There was no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).